Manufacturer narrative:
Other text: returned device was received in good physical condition but there was noted contamination by the dso sensor seal. Evidence of reported problem in event log was found. During the evaluation of the device, the issue could not be duplicated. No fault was found with the returned device but the dso sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 malfunctioned reported of " cannot read cassette properly." No patient adverse events reported.